Event description:
Procedure type: lobectomy. According to the reporter: shortly after the procedure began, the insulating cover around the flexible part of shaft was peeled off. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).